Event description:
Litigation papers allege: discomfort in her hip that grew painful. Her left leg became progressively weakened and the pain increased, mainly in the left groin and posterior hip region but occasionally down the inner thigh. She developed a limp due to the pain and hip stiffness, and on occasion her left leg would give out and her knees would buckle due to the weakness. In the (B)(6) 2009, it was suspected that the acetabular cup was loose and the hip was unstable.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified no other reports against the provided product/lot code combinations. Medical records were received and reviewed. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Event description:
Litigation papers allege: discomfort in her hip that grew painful. Her left leg became progressively weakened and the pain increased, mainly in the left groin and posterior hip region but occasionally down the inner thigh. She developed a limp due to the pain and hip stiffness, and on occasion her left leg would give out and her knees would buckle due to the weakness. In the fall of 2009, it was suspected that the acetabular cup was loose and the hip was unstable. *update: (B)(4) 2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records indicate that the patient was revised because of loose cup, metallosis, disassociation, osteolysis, and a broken screw. Records are available for further review.

Manufacturer narrative:
(B)(4).

Event description:
In addition to what were previously alleged, ppf alleges metal wear. The cup was already added. Added lawyer and law firm.